Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty printed circuit board. In addition, a worn video connector latch was found, causing poor connection to the scope end.

Event description:
The user facility reported to olympus that the olympus cv-190 would not function with olympus 180 series scopes but will function with other series scopes. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the possible causes as follows: endoscopic image is not displayed due to malfunction of patient board: the phenomenon that only the series 180 scope does not display an image indicates that there is a high possibility of failure of the synchronous circuit on the patient board. Scope connector lock failure: when removing the scope, pulling out the scope without pushing the scope unlock lever adds an excessive load to the scope locking mechanism, which is likely to cause the scope connector lock to fail. As stated in the instructions for use, as a preventive measure, "when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down."